Event description:
New information was received which has indicated that it was not confirmed there was not an occlusion in the phaco tip. The cause of the burn was not reported by the customer.

Manufacturer narrative:
Product problem code 2423 has been replaced with 2993. A sample was not received at the manufacturing site for evaluation no lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo was reviewed by the manufacturing site. The photo is of an eye during surgery, there is a white spot in the eye, however the report of a burn in the eye could not not confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while making the first groove he noticed white material which was released in the depth of the groove and also noticed a corneal burn. The corneal wound was sutured. Additional information received indicated that the patient experienced a corneal burn during the cataract extraction procedure. There was no shallowing of anterior chamber. There were no system message displayed. The burn resulted in leakage of wound which required three sutures. The stitches will be removed in four week's time.